Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.

Event description:
It was reported that this pacemaker showed two and a half years remaining longevity. Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pulse generator that have had continuous average power increases. Additional information obtained from the field which indicated that signal artifact monitoring (sam) episodes were noted. Moreover, the device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker showed two and a half years remaining longevity. Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pulse generator that have had continuous average power increases. Additional information obtained from the field which indicated that signal artifact monitoring (sam) episodes were noted. Moreover, the device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.